Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl. Customer was using auto mode at time of high blood glucose. The customer also reported pain at sensor site. Customer did not mention any symptoms related to high blood glucose level. The device will not be returned for analysis.